Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the physician tried to insert the subject coil into the micro catheter. The subject coil detached prematurely inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil prematurely detached (detached unintentionally without inzone) inside the micro catheter during the procedure. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the coil was not advanced or retracted with force, and the tortuosity of the patient's anatomy was average. The coil was able to be removed safely. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the physician tried to insert the subject coil into the micro catheter. The subject coil detached prematurely inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.